Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an atrial fibrillation procedure, a leak was noted from the hemostasis valve. It is assumed that another device was used to continue the procedure. There were no adverse consequences to the patient.